Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell, the ilet pump screen cracked, the user subsequently showered without noticing the damage, and the device would not power on, leading to a replacement being provided. Symptoms included no reported impact to blood glucose. Outcomes included continued use of the user¿s cgm with a phone or receiver while awaiting the replacement and instruction to re-complete device start-up on the new unit. Investigation included collection of event details and logistics for return of the affected device and inspection of the returned device. Investigation of this device revealed physical damage to the display and a resulting device power failure consistent with user-induced damage to the pump¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an external impact.